Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se performed a touch screen calibration to address the reported issue.

Event description:
It was reported that the ventilators left side of the touchscreen was not working. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.